Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation / frequent uterine inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, gravida ii and multiparous. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), pelvic discomfort ("uterine perforation sensation"), fatigue ("fatigue"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, pelvic discomfort, fatigue, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic discomfort, pelvic pain, peripheral swelling, tremor and uterine inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc after company internal review the event uterine inflammation was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, pregnancy and multiparous. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation ("uterine inflammation / frequent uterine inflammation"), pelvic pain ("sharp pelvic pain"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), pelvic discomfort ("uterine perforation sensation"), fatigue ("fatigue"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, pelvic discomfort, fatigue, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic discomfort, pelvic pain, peripheral swelling, tremor and uterine inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.